Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers wife reported via phone call that the they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was 600 mg/dl at the time of hospitalization and current blood glucose value was 230 mg/dl. The customer was treated with syringe and emergency room. Customer stated drive support cap appeared to be normal. Customer also receive no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime. Customer stated the insulin exited. Customer was unable to remove set to test site portion of infusion set. The device will not be returned for analysis.